Event description:
It was reported that the right ventricular (rv) lead impedance was less than 200 ohms. Also, the right atrial (ra) lead had noise when tested in the clinic. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach at the first rib /clavicle location while in vivo. Continuation: rvdr01 implantable pulse generator 2011-(B)(6), 5086mri45 implantable pacing lead 2011-(B)(6). (B)(4).